Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient is a smoker with history of hypertension, hyperlipidaemia and carotid artery disease and btk vascular disease right and left. A complete se stent was used on the (B)(6) 2009 to treat a lesion in the left popliteal. The device was used approximately 9.5 months post the device use by date.